Manufacturer narrative:
Fluid was found to leak from a tear on the right side of the exposed portion of the soft cannula. The observed cannula tear is confirmed as the root cause of the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone13.1. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not, align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to 306 mg/dl while wearing the pod for an unknown duration. The pod was leaking insulin. As treatment, a new pod was applied. The device investigation observed an exposed cannula damage and fluid leakage during testing.